Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and company representative regarding a patient receiving intrathecal clonidine (428.6 mcg/ml, 150 mcg/day, unable to obtain lot) and fentanyl (142.8 mcg/ml, 50 mcg/day, unable to obtain lot) via an implantable infusion pump. The concomitant medication was noted as unable to obtain and the patient medical history was unknown. The patient went to refill her pump and to modify the drug. The patient had clonidine 150 mcg/day with the real concentration of 300 mcg/ml. On (B)(6) 2015 the clonidine was changed to 150 mcg/day, with a real concentration of 428.57 mcg/ml and fentanyl 50 mcg/day with a concentration of 142.86mcg/ml. A bridge bolus was programmed. There was no problem during the refill and the patient left the department fine. "It" was 14h30 and at 16h15 the patient called telling the hcp that she felt strange, was really tired, was walking like she was drunk, but could speak fine; it was also reported that the patient went home and called back saying they felt dizzy, tired, and had nausea. A pocketfill reportedly occurred, during the routine pump refill causing symptoms of overdose, of the pump drugs, due to the refilling. The patient returned to the hospital, on the same day ((B)(6) 2015). Upon examination, she was sleepy, had high "pression", and bradycardia. The pump was emptied and 6ml was missing of the 40ml that had been used to fill the pump. The patient received narcan to wake up. The pump programming was modified and the pump was refilled; specifically, the bridge bolus was stopped and the pump was programmed to minimum flow, until the morning of (B)(6). The event resulted in a prolonged stay at the hospital, to be monitored. She was in the hospital until (B)(6) 2015 and left fine, with clonidine 150mcg/day and fentanyl 50mcg/day without bridge bolus. The issue was resolved, as of (B)(6) 2015 and the outcome and patient resolved without sequelae on (B)(6) 2015. The patient status at the time of the report was "alive -no injury", after the overdose. The event relationship to the device or therapy and the implant procedure was not related.